Event description:
User set up system and placed two endoscopes into washer for routine cleaning and disinfection. Unit never advanced out of first rinse phase. Unit was locked in this part of the cycle for an extended period of time with ultrasound continually on causing the water to reach excessive temp (near boiling). By the time the user realized that the unit had malfunctioned, the hot water had severely damaged the external housing of both endoscopes resulting in costly repairs for these instruments. Custom ultrasonics advised biomedical engineering dept to replace computerized module for this device. Additionally, safety thermal breakers were installed on each scope washer chamber so that ultrasound would be shut off if temp exceeds normal limits.